Manufacturer narrative:
Initial 2 of 2. Establishment name: (B)(6). Country: united states of america. Street: (B)(6). City: (B)(6). State, province or territory: (B)(6). Post office or zip code: (B)(6). Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that, the patient experienced infusion set cannula was bent event on (B)(6) 2026 led to skin irritation blood at the site.